Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02779 through 1221359-2022-02783.

Event description:
The customer reported five false negative results with the idnow covid-19 assay performed on various dates. This report is two of five. The customer reported one false negative with the idnow covid-19 assay performed on a nasal swab sample on (B)(6) 2022. Confirmation testing (platform: core lab) was performed on a nasopharyngeal sample which was collected on (B)(6) 2022 in viral transport medium and generated a positive result. Per the customer, no additional information will be provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1056062 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1056062 and test base part number 190-430 / lot 1056062. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1056062 showed that the complaint rate is 0.012 %. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.